Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. The second proglide (part# (B)(4), lot# 940406h) is being reported under a separate medwatch report number.

Event description:
It was reported that an unspecified operator; therefore, unknown if trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was attempted, however, when the sutures were tightened down, hemostasis was not achieved. Manual compression was held for approximately 20 minutes to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned. Analysis revealed a needle strike mark at the posterior foot, this is indicative of the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Therefore, the reported cuff miss experience is confirmed. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful testing of the device needle trajectory and testing during manufacturing, the probable root cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record for this lot did not produce any findings relevant to this report.